Event description:
It was reported by the patient that she has passed out several times and was found to have an arrhythmia. The patient is getting a holter monitor and having a cardiac workup due to these issues. Information was received that the patient had reported fainting prior to getting the vns device however the relation of the vns device to these issues is unknown at this time. No additional relevant information has been received to date.

Event description:
Additional information was received from the patient. She stated that she was having the fainting spells due to cardiac issues. She followed up with a neurologist who is stated to believe that the fainting spells are related to the vns device. Follow up attempts to the neurologist have been unsuccessful to date.

Event description:
Additional information was received that the patient had not been seen by the physician the patient mentioned. Due to this, there was no relevant information that could be obtained.